Event description:
The hcp reported the pt had a dye study done and four hours later, experienced respiratory depression and was intubated. The pt's catheter was revised. The pt was reported now to have recovered, was discharged to home and is fine.